Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was kinked and had high blood glucose levels of 486 mg/dl which was treated with correction injections on (B)(6) 2026, and symptoms were observed within three hours of insertion.